Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported event has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, after deploying the second flange of the stent, a large volume of fluid was expressed from the cyst. The stent could not be visualized due to the amount of fluid, and x=rays were taken to determine the location of the stent inside he patient, but the stent was not seen. The delivery catheter was removed from the scope, and the fully deployed stent was found hanging off the end of the catheter. The distal tip of the catheter was bent and broken, but nothing was detached. The patient was sent to interventional radiology (ir) to have the pseudocyst drained. On (B)(6) 2018, the patient underwent a second axios placement, which was successful. There were no patient complications reported as a result of this event. The patient's condition was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). A hot axios stent and delivery system was returned for analysis. A visual examination of the device noted that the stent was not returned. The stent deployment hub was at step #2, the catheter hub was in its original position, and the catheter lock was in the locked position. The yellow safety clip was not returned. The outer sheath was kinked and detached from the distal end. The polyimide inner was detached from the catheter and slightly curved. There were no issues noted with the nose cone. A functional evaluation was performed, and the catheter hub advanced and retracted without resistance. The stent deployment hub was also able to be moved without resistance. The reported issues of difficulty removing the delivery system and stent positioning issue could not be confirmed. These reported issues are most likely due to factors encountered during the procedure causing the device performance to be limited. The observed damage to the returned device is consistent with excessive force being applied to the device. Some echoendoscope and elevator positions result in excess friction between the catheter and the working channel. The technique used by the physician during the procedure, a severe manipulation of the device, or the interaction between the outer and the elevator may have generated the reported failures. However, it is unknown what was the position of the elevator while introducing or removing the hot axios delivery system. Also, it was reported that a large volume of fluid was expressed from the cyst during the procedure. Factors and/or conditions related to the procedure during the use of the device could have affected its performance and its intended purpose, leading to the reported event. The noted damages indicate operational difficulties experienced during the procedure and are likely due to anatomical or procedural factors. Therefore, a review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, after deploying the second flange of the stent, a large volume of fluid was expressed from the cyst. The stent could not be visualized due to the amount of fluid, and x-rays were taken to determine the location of the stent inside he patient, but the stent was not seen. The delivery catheter was removed from the scope, and the fully deployed stent was found hanging off the end of the catheter. The distal tip of the catheter was bent and broken, but nothing was detached. The patient was sent to interventional radiology (ir) to have the pseudocyst drained. On (B)(6) 2018, the patient underwent a second axios placement, which was successful. There were no patient complications reported as a result of this event. The patient's condition was reported to be stable.